Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported bubbles came from the probe port and entered the patient's eye during a vitrectomy procedure. The procedure was completed with no harm from the patient.